Event description:
It was reported that the patient had methicillin-susceptible staphylococcus aureus (mssa) driveline infection. The patient presented with discoid lupus erythematosu (dles) discharge and abdominal wall erythema and pain. On abdominal examination dles on the left with sanguinous discharge on the gauze. There was an anchor in situ right side of the abdominal wall erythema and tenderness was noted along the course of the driveline. Ceffazolin was started. The computed tomography (CT) scan on the showed fat stranding but no fluid collection. The ultrasound of the abdomen showed abscess around the driveline tubing. The abscess along the tunnel was not operated. The patient improved on antibiotics and never bacteremic. The patient was put on augmentin for life and the patient was discharged. The event resolved with sequelae on (B)(6) 2019.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacture investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6); however, it was noted that the patient continued to have issues with infection in march of 2019 (refer to MFR # 2916596-2021-00783), (B)(6) 2020 (refer to MFR # 2916596-2021-00806), and (B)(6) 2020 (refer to MFR # 2916596-2021-01213). No product is available for investigation. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists driveline infection and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The admission for debridement (B)(6) 2018 is reported under MFR # 2916596-2020-05015. Other admissions for driveline infection are reported under the following MFR #s: (B)(6) 2019, MFR # 2916596-2021-00783. (B)(6) 2020, MFR # 2916596-2021-00806. (B)(6) 2020, MFR # 2916596-2021-01213. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted and discharged through the emergency room on (B)(6) 2019 for bleeding around their driveline exit site that was recently debrided. The patient complained of abdominal pain during a change of their driveline exit wound dressing. They denied fevers, chills, shortness of breath, and dizziness. The patient was empirically treated with vancomycin/zosyn with a tentative duration of 4 weeks and to be reevaluated in the infectious diseases clinic as an outpatient to decide the final antibiotic.